Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer discarded the product.

Event description:
It was reported that the plaster of the infusion set detached from the connector plate resulting in an increased blood glucose level of 20 mmol/l.